Event description:
Customer reported a past high blood glucose (bg) event with the highest level displayed as "high," though the specific value was unknown. Cause was not known. To address the bg, the customer changed the infusion set and cartridge. Customer technical support recommended consulting with a healthcare provider to discuss potential factors affecting bg levels, and the customer acknowledged this advice.